Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital, in hospice care. The caller stated that the death certificate is not yet ready. The caller stated that the customer was hospitalized on (B)(6) 2017 and was transferred to hospice on (B)(6) 2017. The caller stated that the customer had diabetes complications, neuropathy, had several strokes and reduced kidney function. The caller stated that the customer's health had been degrading for a long time, became ambulatory, could not walk, could not feed herself, had memory loss, degrading speech and difficulty communicating. The caller stated that, at the time of death, the customer's blood glucose was high and rising; the caller did not know the exact value. The last recorded value was 168 mg/dl on (B)(6) 2017 at 9am. The customer was not wearing the insulin pump at the time of death; it had been disconnected twelve hours prior to death. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the displacement accuracy test. The insulin pump was able to download properly to the carelink software noted. The insulin pump was monitored for several days and no external ram crc error alarm noted. The insulin pump passed the unexpected restart error test. No unexpected restart alarm noted. However, displayable history crc check failed alarm found in the alarm history files due to corrupted history file. The insulin pump had cracked reservoir tube lip and cracked battery tube threads. Data analysis: there is no data listed for the dated of 01/14/2017 due to the insulin pump was returned without a battery installed.